Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of regv0547 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that one of the nurses placed the accucath and on flushing noticed blood bubbles and leaking from the site. He removed the catheter and examined it and saw the catheter itself was cracked causing the flush to regurgitate to the site and leak. He placed a new accucath in a different location. No other information was provided.